Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 4 months after two dental implants were installed in intraoral regions #3 and #14, it was verified their non-osseointegration. 35 ncm of primary stability was achieved. The patient presented insufficient bone quality/quantity (bone type iii).